Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out procedure, this right ventricular (rv) lead unraveled and was difficult to remove from the device header. The lead was unable to be removed from the device. The lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.